Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018.

Event description:
It was reported that the ipg was no longer holding a charge. The patient underwent an ipg explant procedure and the explanted device was not returned.